Event description:
Device malfunction: none, symptoms/ae: stroke, time of symptoms/ae: post procedure. It was reported that the patient underwent left internal carotid artery stent placement in 2007 and then underwent a coronary artery bypass graft procedure on an unavailable date. The patient experienced a stroke post stenting procedure on an unk date. At the 30 day follow-up visit the patient demonstrated hesitation in speech and right sided weakness. The patient reported that she first noticed the symptoms one month later. Physical and speech therapy were planned. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and patient information. Study event. The device remains in the patient's anatomy. A review of the finished device lot history review did not reveal any non-conformities which could have contributed to this complaint.